Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: delamination, yellow particles, crease flat, fluids. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.